Event description:
It was reported that the customer fell into the ocean while wearing the insulin pump. Afterwards, the insulin pump did not pass the self test. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.